Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal ache. The cause of the peritonitis was unknown. Three days after the event onset, the patient was hospitalized for peritonitis. The patient began treatment with unspecified antibiotic and anti-inflammatory medications, which were added into the pd solution for infusion (dose, frequency and duration not reported). At the time of this report, the patient remains hospitalized and was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.